Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 25-feb-2019. With the following findings: evaluation revealed contamination under all of the keypad buttons. The keypad cover was found to be peeling from the base. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination under all of the keypad buttons. The keypad cover was found to be peeling from the base. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 25-feb-2019.